Event description:
Procedure: lap chole. Reportedly, the device was hanging up in the 5mm trocar and shavings were created. All of the shavings were retrieved and there was no harm to the patient reported.